Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery- syringe issue with an intralase patient interface (pi) after the laser fired. No further information was provided. This report is two (2) of two.